Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused fracture and thrombosis. The patient reported becoming aware of filter fracture, blood clots, clotting, and/or occlusion of the inferior vena cava (ivc), approximately thirteen years and nine months post implant. The patient also reported anxiety related to the filter. According to the medical record the patient had a history of obesity, right bundle branch block, blood clots, reactive depression, chronic recurrent deep vein thrombosis (dvt) of the lower extremity, embolus of vena cava, pulmonary embolism (pe), pulmonary hemorrhage, gastric bypass surgery, pneumonia, benign essential hypertension, primary insomnia, ulcerative esophagitis and ivc obstruction. The indication for the filter placement and procedural details have not been provided and there is no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and occlusion of the device or the vasculature do not represent a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without procedural films or post implant images for review the reported event(s) could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues, such as a history of depression. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Code of thrombosis (4440) removed as the patient has a history of blood clots and chronic recurrent deep vein thrombosis (dvt) of the lower extremity.

Event description:
Additional information received per the medical records indicate that the patient has a history of obesity, right bundle branch block, reactive depression, chronic recurrent deep vein thrombosis (dvt) of the lower extremity, embolus of vena cava, pulmonary embolism (pe), pulmonary hemorrhage, gastric bypass surgery, pneumonia, benign essential hypertension, primary insomnia, ulcerative esophagitis and inferior vena cava (ivc) obstruction. Additional information received per the patient profile form (ppf) states that the patient experienced filter fracture within the inferior vena cava (ivc), blood clots, clotting, and/or occlusion of the inferior vena cava (ivc). The patient became aware of the reported events approximately thirteen years and nine months after the index procedure. The patient continues to experience anxiety/worry related to the filter.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Date of event: please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused fracture and thrombosis. The indication for the filter placement, procedural details and medical history have not been provided and there is no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and occlusion of the device or the vasculature do not represent a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without procedural films or post implant images for review the reported event(s) could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to fracture and thrombosis.